Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5143464. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 348881.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort due to excessive rib stimulation. X-rays were taken and confirmed lead migration. Database analysis on ipg revealed no anomalies. Reprogramming did not resolve the issue. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.